Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type:programmer, patient. Product ID: 3 093-28, lot# va0cpqe, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported she was feeling stimulation in feet using program 3. The patient stated she has tried lowering amplitude but still has it in that location. The patient inquired about how to change programs. The patient changed to program 1 but also felt stimulation in left leg/feet at 0.1v. The patient changed to program 4 and stated she felt it in the bicycle-seat area. The patient also noted she sometimes has to change her seated position because it felt like she was sitting on implantable device. The indication for use for this patient is gastrointestinal/pelvic floor. Additional information received from the patient reported that she was not getting any stimulation. It was noted that this occurred on (B)(6) 2015, the day prior to the report. The patient was successfully walked through changing to program 3 with stimulation set at 0.1. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.